Event description:
Patient had come in for a yearly pap smear. The speculum was introduced into the vagina and samples taken. When the speculum was removed, it had split at the bottom from the handle outward causing the patient severe pain and discomfort as well as cutting and pinching of the internal vaginal wall.